Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#590;dicated low battery voltage at interrogation prior to implant. The device showed a gray bar for longevity estimate. The device was unable to initialize a longevity estimate and upon discussion with technical services, the device was recommended for removal from the operating room. A new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. Performance data was also collected from the device and analyzed. Analysis revealed a low telemetry battery voltage of 2.92 volts measured on 2015-08-21 and telemetry c usage was 30 minutes. The pre-implant gray bar was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.